Event description:
It was reported patient underwent an initial total hip arthroplasty on (B)(6) 2004. Subsequently, the patient underwent a revision on (B)(6) 2015 due to adverse reaction to metal debris (armd). The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of wear, subluxation, scratching and taper fretting.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00785 /-00786)